Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12-nov-2018 with the following findings: on investigation, the keypad cover was intact and without damage. All keypad buttons demonstrated normal response when tested. There was no damage, defect or contamination of the button contacts. There was no moisture in the pump. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the contrast, up arrow, down arrow, and ok/enter buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.